Event description:
A malfunction 16 was reported, with no notable events occurring beforehand. There was no adverse impact on the customer's blood glucose level. Since the pump was out of warranty, the customer planned to contact their clinic for a new pump, while technical support arranged for a replacement.

Event description:
It was reported that a malfunction alarm 12. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin.